Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the batteries were replaced and the device is working fine. The device was placed back into service. The device will not be returning to zoll.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead the customer removed and returned the suspect batteries. The batteries failed testing and a test device prompted the reported message when using the returned batteries. The batteries were scrapped. Analysis of reports of this type has not identified an increase in trend.